Event description:
The customer received a blood glucose reading of 349 mg/dl from his contour meter and a reading of 124 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or return any product.